Event description:
It was reported the patient was unable to increase amplitude to provide effective stimulation. A replacement patient programmer did not resolve the issue. Low impedances were identified. The scs lead was removed and replaced on (B)(6) 2011. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.